Event description:
It was reported that during a cori demo the real intelligence tracking camera fell off tripod. Could not be detected by cori console and bump sensor could not be reset. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
H3, h6: the real intelligence tracking camera, part number rob10025, s/n (B)(6), intended for use in treatment was returned for evaluation. Upon handling the device, a rattling noise was present. A component was loose inside of the camera. A functional evaluation was performed. The reported problem was confirmed. The shock sensor of the camera was activated; the sensor was subsequently reset and the device performed as intended. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is user mishandling, the device may have been dropped, thus causing the shock sensor to activate. Care and caution should be exercised during setup and tear down to protect the camera from falls. Refer to the cori users manual for proper handling. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Additional information: d8/d9.